Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) as reported through a manufacturer representative noted the ins was replaced on (B)(6) 2025 and the issue was resolved. It was stated that the patient was ¿fine¿ following the replacement. No further complications were reported or anticipated.

Event description:
See h11.

Manufacturer narrative:
H6: codes updated (product returned but analysis not yet completed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) . Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the ins. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H6. B21, c21, and d16 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6a correction: implant date corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the ins replacement is planned for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that was an issue with their implanted neurostimulator (ins) after a cardioversion. The manufacturer representative (rep) had just seen a patient with suspicion of malfunction. A possible cause: patient reports having undergone a cardioversion on (B)(6) 2025, their system was not turned off. After this event patient noticed that the ins always discharges completely within one day and turned off. Previously one charge lasted easily one week. The rep has seen the patient today. Ins was discharged. After recharging up to 30% without any problems the rep tried to interrogate. During data transfer the following message popped up: therapy switched off. The neurostimulator cannot deliver the required therapy and has switched off because the stimulation settings are too high.... Button set amplitudes to zero after 100% data transfer reached I got the message: system failure. ... Code: 0x30973d72 and the interrogation failed. However, the handset still connects with the ins. But we have the same situation that would be observed when having oor. Amplitudes are now at 0 for both programs. On prog b, intensity can't be increased anymore. On prog a the arrow button (to increase intensity) is not present at all. Technical services (ts) stated that based on the description of your case, they are afraid it is very likely that this issue concerns the cardioversion fa. The ins is susceptible to damage to the stimulation engine integrated circuit (seic) within the hybrid due to energy from cardioversion and defibrillation procedures. Failures due to cardioversion result in a limited ability to communicate with the ins (with an external handset or programmer), along with rapid battery depletion and the inability to receive effective therapy. While there are precautions listed in labeling for this  ns, this issue can still occur despite putting the device into procedurally compatible settings. This seems to fit your case description. As an additional verification, we also quickly discussed your case with our scs engineering team. They agreed that it is highly likely the ins got damaged due to the cardioversion. They confirmed that the only solution to restore therapy for patients with affected implants is to replace the ins.  In case it is decided to replace the ins, it was asked for the ins to be sent back for analysis. Additional information was received. It was confirmed that this issue was noticed in hospital on (B)(6) 2025, the date after the car dioversion. Hcp info and device info confirmed. The patient often charged the ins, no further actions taken. Device follow-up at hospital on (B)(6) 2025. A replacement has not been planned yet. Impedance measurements at the moment were not possible. The physician will decide the next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the ins replacement was postponed to (B)(6) 2025.